Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was giving a constant low pressure alarm. There was no issue related to physical damage/abuse. The unit was not dropped at all. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The complaint was verified during testing. The main printed circuit board (pcb) assembly was contributing to the issue. Device was not functionally tested. No action taken due to obsolescence and lack of spare parts we are unable to complete the servicing of the ventilator. The device will be returned to the customer unrepaired or scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.